Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise resulted in appropriate mode switches being detected. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.